Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The investigation reviewed the calibration data; the calibration signals were slightly below specifications. The investigation reviewed the qc data; the qc was within range before the patient sample was run or the system was released for patient measurement. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the image from the sample foam detection camera; no issues were noted. The investigation determined a general reagent problem was not present, because the qc before the event was within range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t hs elecsys results from four samples from three patients tested on the cobas e 801 analytical unit. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis. The reporter stated that they automatically test patient samples with results greater than 14 pg/ml for a 9-minute troponin t hs stat assay to ensure that all results are correct. At 11:39 am, the initial troponin t hs result from the analyzer was 196 pg/ml. At 11:52 am, the troponin t hs stat from the e 801 analyzer was 8.82 pg/ml. At 3:35 pm, the repeat troponin t hs result from another e 801 analyzer was 9.36 pg/ml.